Event description:
It was reported that during a ptca procedure, the crosssail was loaded onto a guide wire and advanced. Reportedly, resistance was encountered prior to entering the "rhv" and the crosssail was removed. The tip of the crosssail has separated and was on the guide wire. Another balloon was used. No pt injury was reported.